Event description:
An attempt to implant a 6/4mm amplatzer duct occluder ii (adoii) into an aortic paravalvular leak adjacent to a previously implanted 8mm amplatzer vascular plug 4 was unsuccessful. The procedure was unable to proceed as the device was unable to be implanted.

Manufacturer narrative:
The device was returned due to an aborted procedure to deploy the device into an aortic paravalvular leak next to a previously implanted 8 mm amplatzer vascular plug 4. The investigation confirmed the occluder met all functional and dimensional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown. Note: this was an off-label use of the device as the instructions for use states the amplatzer duct occluder ii is for the occlusion of the patent ductus arteriosus.

Event description:
A 4/6 mm amplatzer duct occluder ii (adoii) was selected for off-label closure of an aortic paravalvular leak with the intent to position the device next to a previously implanted 8 mm amplatzer vascular plug 4. The adoii did not sit well and a residual shunt persisted, therefore the adoii was removed and the procedure was discontinued.